Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent became flattened at a vascular bend and would not open. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right cavernous segment aneurysm with a max diameter of 16 mm and a 10 mm neck diameter. The landing zone arterial diameter was 3.6 mm distally and 4.2 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure reported after stent replacement, the stent opened well with good wall apposition. The stent was delivered in place to the m1 segment. At the horizontal segment of m1, after the tip end of the stent opened, pull-back was initiated. When the stent was pulled back to the internal carotid artery anchoring point, tension was increased to allow full stent opening and more secure distal anchoring. Deployment was initiated; when deployment reached the anterior bend of the cavernous segment, it became flattened. After continuing deployment for a certain length, integral swing operation was performed without effect, and the stent still could not open. Resheathing and redeployment were attempted, but the stent still could not be opened. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included: navien intracranial support catheter, phenom 27 microcatheter ((B)(6), lot: 232175576).